Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss alarm. Field service representative (fsr) was able to confirm the report. Fsr found screws to pcs loose. Fsr tightened up the screws and unit checked out ok". Additional information stated that the "unit was on a patient, but no patient incident reported."

Manufacturer narrative:
(B)(4). The reported complaint of "helium loss alarm" was confirmed by the field service agent (fsa). The field service agent (fsa) found the mounting screws on the pcs assembly loose. The fsa retightened the loose screws and the pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the mounting screws loose. The root cause of how the screws became loose is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "helium loss alarm. Field service representative (fsr) was able to confirm the report. Fsr found screws to pcs loose. Fsr tightened up the screws and unit checked out ok". Additional information stated that the "unit was on a patient, but no patient incident reported".